Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead lot# unknown product type lead (B)(4). Lead lot# unknown product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that there was lead migration. The patient thought the lead may have moved because they were not feeling stim, then they did feel stim and turned it back down. It was noted the issue was not resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had a successful in office pne trial sacral neuromodulation therapy. Patient underwent full implant on (B)(6) 2017. Patient was extremely pleased with results from implant.